Event description:
The customer reported that the device experienced a battery problem. Further information was provided that the battery capacity runs out quickly; the battery capacity disappears with two discharges of 200 j. There was no reported patient involvement.